Event description:
A site rep, rn, reported that while in a spinal fusion procedure, the set screw clamp in their open spine clamp broke. Surgery was completed with no impact on the pt or on navigation.

Manufacturer narrative:
Device manufacture date not available at time of this report but has been requested. Eval of the suspect part finds that as returned, the cylinder is missing where the adjustment screw passes through. The clamp face is slightly bent to one side. Otherwise, the clamp is in good condition.